Event description:
An infusion pump wiht an 812:02 failure code. The failure occurred during biomed testing. The hosp rep stated they have no record of any pt incident since the last baxter service event.